Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-2316-50/sc-3400-30, serial number: (B)(4), batch/lot number: 516672/18765855/2000016040/19562259, model/catalog description: infinion 16 lead kit 50 cm/splitter 2x8 kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.